Event description:
It was reported that the patient was having an magnetic resonance imaging (MRI) due to back pain. It was later reported that the patient¿s pump had been turned off, thus the patient was upset that there were MRI guidelines for the pump. Per the patient, the health care provider (hcp) took the patient off of all of the medications and ¿dried him up¿. The patient indicated that they then gave him a big dose twice in a short period of time, and after that the patient ¿couldn¿t even function¿. This resulted in an overdose which put the patient in the hospital in (B)(6) 2013. The patient indicated that his liver shut down, and that his breathing and kidneys also shut down. The patient indicated being in the hospital for 4 weeks. Per the patient, the pump contained dilaudid before the hcp "dried him up". The pump also contained dilaudid after the "dry up" period. It was noted that the patient was taking oral dilaudid before the "dry up". It was later reported that the reporter believed the pump was not working, but no further details could be provided. It was later reported that the patient was upset because, he felt he was being told he could not have an MRI partially because, he had a pump implanted. As the pump was not functioning, the patient was contemplating having it removed. The patient stated that the pump device was ¿not a functioning¿ pump. The patient had symptoms of lower back pain and cannot sit, sleep or lay down, which was the indication for the MRI, as the hcp wanted to diagnose the patient¿s pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731 lot# serial# (B)(4), implanted: 2005 (B)(6); product type catheter. (B)(4).